Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that while the surgeon was inserting a 30mm mini acutrak 3 screw with the t8 cannulated hexalobe stick fit driver, the driver tip broke inside the head of the screw. Metal shards were stuck in the head of the screw that was implanted in the patient. The metal shards and broken driver tip pieces were removed. The surgery was completed with a t8 cannulated driver stem after a 35-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00018 for the driver involved in this event.